Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: warnings; in the event that the content of a syringe shows signs of separation and/or appears cloudy, do not use the syringe.

Event description:
Healthcare professional reported that a ¿foreign body¿ was found inside a juvéderm® voluma® with lidocaine syringe. Healthcare professional did not observe the ¿foreign body¿ until after 0.2 ml was injected. There were no injuries.

Manufacturer narrative:
Device history record found no significant anomalies. No deviations or non-conformances were found. The syringe was automatically controlled again on the visual inspection machine. 100% of passages were rejected because the syringe was empty, and not because of the presence of the ¿foreign body¿. This ¿foreign body¿ was detected by the camera. There is no doubt that if this syringe had been in the same current state at the time of the automatic visual inspection, it would have been rejected by the inspection machine. However, the period between the filling and the visual inspection being short (5 days), it is not possible that the gel contained in the syringe was dried over this period of time (defect observable after several weeks of storage without cap). An infra-red spectroscopy was performed. The gel object of the complaint (vb20a60396) was compared to 2 different lot numbers: * vb20a50449, gel dried for 6 days at 20°c under psm flux * s30la70032, gel dried for 3 months at room temperature the conclusion of this ir analysis shows the presence of characteristics peaks of lidocaine, naha and other characteristic peaks from dried crosslinked naha gel. It could be a dried gel of crosslinked naha with lidocaine. Based on the investigation above, the ¿foreign body¿ is dried gel. The syringe did not leave the manufacturing site with dried gel inside. The most probable cause of this dried gel inside syringe is because the healthcare professional put a piece of tape on the syringe in order to re-use it. Allergan has initiated an investigation.

Event description:
Healthcare professional reported that a ¿foreign body¿ was found inside a juvéderm® voluma® with lidocaine syringe. Healthcare professional did not observe the ¿foreign body¿ until after 0.2 ml was injected. There were no injuries.

Manufacturer narrative:
Additional information: lab analysis of the device found 1.0 ml syringe with unknown quantity of dried gel inside received with a tape around the luer lock, no cap, no needle in an opened tray & pack. There is a dried filet of gel of about 1 cm against the plunger tip and between graduation 0.6 and 0.4. A device history record review has been initiated and analysis of the data has not been completed.

Event description:
Healthcare professional reported that a ¿foreign body¿ was found inside a juvéderm® voluma® with lidocaine syringe. Healthcare professional did not observe the ¿foreign body¿ until after 0.2 ml was injected. There were no injuries.